Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the hypotube broke. The lesion being treated was located in the severely tortuous, 90 - 95% stenosed distal left anterior descending artery (lad). The physician attempted to pre-dilate the lesion with a 2.75 x unknown length maverick balloon. This vessel was difficult to navigate. As the physician was advancing a taxus express2 8.8% 2.5 x 24 mm drug eluting stent across the lesion, the shaft of the delivery catheter broke. The fracture occurred outside the pt. The device was removed without complications. The pt's status is reported as good.